Event description:
Boston scientific crm received info that this right ventricular lead was exhibiting low impedance measurements and high threshold measurements. As a result, this lead was surgically abandoned, and a new epicardial lead was implanted.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: it cannot be determined whether the event was related to device performance, or pt's condition.